Event description:
It was reported that during setup prior to a surgical procedure at the user facility the saw was leaking oil at the blade mount area. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed, if additional information is received and requires reporting.